Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and dimensional inspections were performed on the returned device. The reported material deformation was confirmed. The reported difficult to remove and failure to advance could not be tested as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a proximal right coronary artery intervention, after lesion pre-dilatation, the xience alpine stent delivery system did not cross the moderately tortuous and heavily calcified lesion. The proximal stent became flared and there was slight resistance during device removal. A non-abbott stent was able to cross and successfully treated the lesion. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.